Manufacturer narrative:
The device was not returned for analysis. The lot history record (lhr) for this product could not be reviewed because the product was not returned for evaluation and the lot number was not reported. Additionally, a query of the complaint handling database for the reported lot could not be conducted based on the lot number since the lot number was not reported. In the absence of device returned for analysis a conclusive cause for the reported difficulty could not be determined. The subsequent treatment appears to be related to procedure circumstance. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that an arteriotomy closure of the common femoral artery was attempted using a prostyle after a percutaneous coronary interventional procedure using a 6f sheath. Reportedly, steps 1, 2, and 3 were performed without issue. However, the device failed to achieve hemostasis as expected. Manual compression was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.